Manufacturer narrative:
Initial reporter customer (person): phone: (B)(6). Initial reporter - occupation: pharmacist. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a wayne pneumothorax set. Prior to patient contact, a defect was noticed on the wire guide. Another similar device was used to complete the procedure. Images provided by the customer shows the wire guide was unraveled. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation c.h. Du mans in france informed cook of a wire guide from a c-utpt-1400-wayne-112497-imh (wayne pneumothorax set) from lot 10305591 unravelling during preparation. The failure was noticed prior to patient contact. A replacement set was used to complete the procedure. The patient did not experience any adverse effects. A review of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, as well as a visual inspection of the returned product, were conducted during the investigation. One prior to use device was returned. It was noted that 9 cm of the inner wire/coil was exposed. Measuring from the distal tip, elongation was noted at 18 cm in length. Both weld balls were present during examination. Additionally, a document based investigation evaluation was performed. There are sufficient controls in place to detect failure prior to distribution. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot found no nonconformances. A complaint database search found no additional complaints on this lot from the field. It was concluded that no nonconforming product from this lot exists in house or in the field. Based on the device master record, device history record, device failure analysis, and product labeling, there is no indication the complaint device was manufactured out of specification. Product labeling was also reviewed. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿1- prep the access site with appropriate antiseptic solution and drape in standard fashion. Note: the suggested insertion site is the fourth intercostal space at the anterior or mid-axillary line. 2- introduce the local anesthesia through skin and subcutaneous tissue down to pleura. Make an incision through skin only. Anesthesia may be omitted in an emergency decompression. 3- insert the introducer needle through the incision into the pleural cavity. 4- when the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5- remove the needle, leaving wire guide in place. 6- advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. 7- attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8- advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. 9- remove the wire guide and catheter obturator. Attach the catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile is package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to a component failure. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.